Event description:
It was reported that patient underwent a total hip arthroplasty on (B)(6) 2015. During the procedure, it was noted the label on the outer package of the liner did not match the sticker label on the inside package. Another liner was utilized and there was no delay in the procedure.

Manufacturer narrative:
Examination of returned device found evidence of product non-conformance. Corrective action has been initiated to address the reported issue. Hhed- further investigation has been initiated to address the reported issue.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. Evaluation in process but not yet complete. Upon completion of evaluation, a follow up report will be sent to the FDA.